Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a large section with missing insulation located 5 inches from the snake wrist on the main tube. The metal part of the tube is exposed. Inspection of the tube under magnification shows various small scratch marks below the damaged area. Electrical continuity passed. It was concluded that the instrument damage may have been caused by the 5mm cannula accessory. No other damage was found. This account has recently returned two damaged cannula accessories. Please see MDR's 2955842-2007-00226 and 2955842-2007-00227.

Event description:
It was reported that the shaft of the 5mm monopolar cautery instrument was peeling off. No additional information was provided. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments with related compliants used at the same facility. MFR report #2955842-2006-00224, MFR report # 2955842-2006-00225.